Event description:
The rotating "basket" of the 5 fr arrow-treotola ptd became separated from the rotating driveshaft. Numerous passes of the ptd were required to treat thrombus in the upper arm a-v looped graft. This included multiple passes of the device through the apex of the looped graft. The ptd "basket" was retrieved -removed- uneventfully with a snare which was introduced through a sheath in the a-v graft.